Manufacturer narrative:
Received one speedband device for analysis. A visual examination of the returned complaint device did not show visual defects on the handle or any other section of the device. The device looks under good conditions without evidence of damages. The trip wire was properly rolled in the handle indicating that it was properly operated and was still attached to the handle. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Based on the analysis performed and the information provided, the most probable root cause for the complaint event is no problem detected since the device complaint or problem cannot be confirmed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, after performing tissue injection, the physician changed endoscope to perform ligation; however, the trip wire was found to be broken. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, after performing tissue injection, the physician changed endoscope to perform ligation; however, the trip wire was found to be broken. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.